Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported, when tightening the set screw in the nail that was in the pt, the tip of the screwdriver twisted off. Set screw was in place and we retrieved the remaining piece from inside the nail. We finished the procedure.